Manufacturer narrative:
(B)(4). Date sent: 11/16/2023. Additional information was requested, and the following was obtained: was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative stenosis was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. Answer: no further information has been provided to me by the hospital.

Event description:
It was reported that during an unknown procedure the tlc75 malfunction resulting in patients being brought back to be re-operated on due to leaks in bowl staple line.

Manufacturer narrative:
(B)(4). Date sent: 10/25/2023. D4 batch # unk. B3: only event year known: 2023. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative stenosis was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.